Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens nicked the capsule during insertion. The lens was removed and replaced with a different lens put into the sulcus. There was no vitrectomy, no wound enlargement, and no sutures required. Additional information was requested.

Manufacturer narrative:
The device was not returned. The lens was returned wrapped gauze inside the carton. The optic is cut into two pieces typical of a removal. Viscoelastic was not provided. It is unknown if a qualified product was used. Root cause: the product investigation could not identify a root cause for the report of "lens nicked the capsule". No other information was provided. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).